Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: no CAPA is required. PMA/510(k)#: without knowing the lot# or device manufacturing location, the PMA/510(k)# could be either k980987 or k151766. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the syringe 3 ml ll 200 s/c experienced difficult plunger movement prior to use. The following information was provided by the initial reporter: material no: 309657. Batch no: unknown. It was reported that the plunger would not pull back. Event description states: description of issue: customer reported the plunger will not pull back. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences:1. Item number :3 ml syringe ¿ 309657. Product lot number: unknown. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: customer declined bd follow up for returning product. No further distributor follow up is required. Note: product category = needle/syringe issue.